Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed from the documentation in this investigation. The underlying cause has been identified as misuse by the end user. MDR is being submitted as a result of a retrospective complaint review

Event description:
Consumer alleges that the seat frame on the right side cracked after allegedly crossing the median on a highway. He allegedly went a bit farther and the left side allegedly cracked.